Event description:
Device report from synthes reports an event in china as follows: it was reported that during the surgery, when tailoring the product, noted the plate broke and the problem of delamination of outer polyethylene layer and the middle titanium plate layer happened (as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This complaint involves one (1) device synpor smooth/tit orbit floor mesh pl ra. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional product code: ftm, ftl complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history record has been conducted. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.